Event description:
It was reported that during a prostate procedure, the physician requested a new fiber @111,377 joules because it wasn¿t vaporizing enough. After looking at the tip, it was discovered that the flow hadn¿t started. Reportedly, the "saline was connected but the nurse forgot to start flow; tip of fiber burnt out". "Another fiber was opened and case was successfully completed" with the second fiber. There was no report of patient injury.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; there are signs of burn at the proximal / uv glue zone of the glass cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).